Event description:
It was reported that the ilet user experienced repeat ¿replace sensor¿ alerts and the device entered a bg run state that expired, after which the device stopped dosing and the user was advised to enter a manual blood glucose value of 250 mg/dl and later paired a new continuous glucose monitor (cgm). The scenario involved troubleshooting and education related to bg run expiring and user understanding of dosing status with the ilet system. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified related to the user not comprehending that dosing had stopped, and no specific component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.